Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 26mm amplatzer septal occluder (aso) was selected for implant. During deployment into the left atrium, the left disc profiled successfully, then the waist was unsheathed and occupied the defect. However, the right disc deformed into a cobra head when deployed. The device was safely re-sheathed and removed from the patient. A second 26mm aso (lot #: 6088141) was then selected for implant, however it was mis-sized as the right atrial disc prolapsed into the left atrium on several attempts. The device was also safely removed and the patient was referred for surgical intervention as the physician determined that the next size up would be too large to accommodate the patient's anatomy. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 26mm amplatzer septal occluder (aso) was selected for implant. During deployment into the left atrium, the left disc profiled successfully, then the waist was unsheathed and occupied the defect. However, the right disc deformed into a cobra head when deployed. The device was safely re-sheathed and removed from the patient. A second 26mm aso (lot #: 6088141) was then selected for implant, however it was mis-sized as the right atrial disc prolapsed into the left atrium on several attempts. The device was also safely removed and the patient was referred for surgical intervention as the physician determined that the next size up would be too large to accommodate the patient's anatomy. No patient consequences were reported.